Event description:
While performing a tee (transesophageal echocardiogram) to evaluate for left atrial appendage thrombus, the tee machine suddenly lost power and turned off. Staff checked all of the power connections and used different outlets to troubleshoot the problem. This did not result in the ability to restart the tee machine.please note that the problem was with the echo machine and not the tee probe. The probe is fully functional.